Event description:
Reported as: "port leak and patient was experiencing reflux".

Manufacturer narrative:
Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Further info from the reporter regarding the serial number has been requested. Allergan has rec'd the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."